Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the hub, the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon would not inflate due to the blood and contrast noted. The device was left pressurized in an attempt to dissolve the blood and contrast, and the analysis confirmed that there was a longitudinal rupture in the distal taper of the balloon, extending proximally for a length of 8 mm. Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during processing of the balloon material, materials, inflation technique, interaction with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported complaint. Additionally, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. The scanning electron microscopy (sem) lab analysis indicated that the balloon failure may have been attributed to damage initiating from the inside of the balloon as partial tearing was observed along the inner surface adjacent to the fracture. The sem analysis determined that the balloon rupture may have been related to exposure conditions during the procedure or a material processing discrepancy. Damage of this type is also consistent with multiple inflations and/or high stress being applied to the balloon material. Although the exact cause for the experienced rupture cannot be determined, to ensure this type of occurrence is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure (rbp) and balloon integrity. Overall, based on the information received with this event, the analysis of the returned product and the results of the sem analysis, a definitive cause for the reported balloon rupture cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot.

Event description:
It was reported that during pre-dilatation with the mini trek balloon catheter in the distal circumflex artery, the balloon ruptured at 8 atmospheres during first inflation. The catheter was replaced with a non-abbott balloon catheter and a promus stent was implanted to complete the procedure. Vessel and lesion site were characterized as being mildly tortuous, moderately calcified, de novo, eccentric and 99% stenosed. No adverse patient effects were reported. No additional information was provided.